Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the patient reported their symptoms returned. The patient stated they were unable to increase stimulation on implant past 8.7. The patient noted their symptoms were returning and they were urinating every 20 minutes like prior to implant.

Event description:
Additional information was received from a consumer. It was reported that the patient was not meeting a minimum of 50% improvement with symptoms. It was noted the patient was voiding every 20 minutes. The patient was referred to contact their doctor.

Event description:
A patient reported they experienced a shocking on (B)(6), when they increased stimulation. The patient stated it was set to 8.5 v. The patient stated he decreased the setting and the shocking stopped. The patient noted this was a sudden onset. The patient also reported he does not feel stimulation. It was noted the therapy was not on. The patient turned the stimulation on. It was noted the issue was not resolved. The patient they had a fall, the patient also stated they had changed what they had been drinking. The patient planned to check the setting again when he receives new batteries. The patient noted the return of symptoms was sudden. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.